Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
Note: this report pertains to one of two resolution 360 ultra clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon for a polypectomy defect closure during a colonoscopy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the handle got stuck during the initial two click phase of deployment and while trying to open, the spring inside the handle pops out. In both instances, the clips were able to release from the catheter with scope movement. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.